Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion, brown particles. Leak test was performed and found openings on posterior and anterior side. A microscopic analysis was performed which identified crease smooth opening on posterior, and opening striated in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior due to an fold flaw opening; a striated edge opening on anterior side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.